Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and air bubble anomaly. The customer¿s blood glucose was 459 mg/dl. Customer treated for high blood glucose with 5.3 units bolus. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer reported that they found presence of air bubbles on the tubing line during therapy. Customer reported approximate size of air bubbles is middle of the tubing and about half inch. Customer unable to finish troubleshoot for high blood glucose since patient already changed her infusion set as an end process of air bubbles high blood glucose. The insulin pump and reservoir will not be returned for analysis.